Manufacturer narrative:
Device evaluation: the stent was not present on the balloon and did not return for analysis. The balloon folds were partially expanded. Crimp impressions were visible on the exposed balloon surface. Deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. The distal shaft was kinked approx. 6.5cm proximal to the distal tip.

Event description:
It was reported that the physician was attempting to use a resolute integrity rx drug eluting stent to treat a lesion in the lad. No damage was noted to the packaging and no issues were noted when removing the device from the hoop. The device was inspected with no issues noted. Negative prep was performed. It is reported that the stent would not enter the guideliner and it crumpled up on itself while trying to go through the guideliner . Stent displacement occurred while in the patient and the stent remained on the delivery system when removal from the body. The surgical team took the stent off the device to inspect it once it was removed from the body. It was reported that this was a very difficult case and the patient had been denied surgery. The procedure was completed using another resolute integrity device. Patient is ok.